Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted on (B)(6) 2024. The cause of the intermittent motor stalls was thought to be possibly due to magnetic resonance imaging (MRI), but this was to be confirmed yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 5.0 mg/ml at a dose of 1.0007 mg/day. According to the pump logs attached, the patient's pump had a motor stall on 2024-06-17 at 1:52 pm with a recovery on the same day at 2:18 pm. Another motor stall was seen on 2024-06-19 at 3:00 pm with a recovery noted on the same day at 3:32 pm. The last motor stall was seen on 2024-06-20 at 7:52 am with a recovery noted on the same day at 8:34 am.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the physician could not tell the rep more about the cause of the intermittent motor stalls. However, it was stated that the patient was fine.